Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet, a set screw with a rounded socket and the set screw was found in the connector bore. (B)(4) .

Event description:
It was reported that during an attempted implant, the setscrew was noted to be jammed. Several torque wrenches were attempted, but to no avail. The device was removed and replaced. No patient complications have been reported as a result of this event.